Event description:
Report #1 of 2 received of no flow through the clave and poppet stick-down. The pt was being prepared for an unspecified surgical procedure. A primary hydration solution was initiated. The clinician was attempting to set up a secondary infusion of ancef in preparation for later delivery. The clinician primed the secondary set and connected it to the upper clave of the IV set. When the secondary set roller clamp was released to test for solution flow, the clinician noted the solution did not flow. The clinician connected the secondary set to a different clave on the primary set with the same results. She then changed the secondary set, with the same results. She finally then changed the primary set multiple times. With the final tubing change, the clinician obtained a primary set of a different lot and it functioned as expected. The event did not delay the scheduled procedure. After one of the set changes, a white piece of plastic noted in the end of the secondary set luer when the clinician removed the secondary set from the clave. The material was similar in appearance to the clave internal spike. In addition, the clave poppet was stuck down and would not pop back up. No leakage was experienced. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.